Event description:
On 17-mar-2025, a retrospective journal article was retrieved from archives of orthopaedic and trauma surgery (2024) that reported a study from austria. The purpose of the study was to evaluate the clinical and radiological outcome of a cementless short stem in elderly patients (> or = 75 years) compared to a young control group (< or =60 years). The study reviewed 292 short stem total hip arthroplasties/ 278 patients, between 2014 to 2017, that were performed by 13 surgeons at a single tertiary university hospital. Two age groups were analyzed at the age of the index surgery (<60 years/>75 years) where the younger group was the control group and the older group as the treatment group. The controlled group, less than 60 years old, evaluated 139 joints/130 patients and the treatment group, older than 75 years old, evaluated 153 joints/148 patients. All surgeries included digital templating, anterolateral approach, and administration of indomethacin for prevention of heterotopic ossification. Products include a cementless titanium alloy fitmore curved short stem, a titanium allofit press-fit cup with/without screws, an alpha durasul highly cross-linked polyethylene liner, and a ceramic femoral head (biolox forte, ceramtec; sulox, zimmer-biomet). The indication for surgery was primary osteoarthritis (238), avascular necrosis of the femoral head (34), congenital dysplasia of the hip (19)(crowe grade I), secondary osteoarthritis such as posttraumatic conditions as well as rheumatoid arthritis (1). Patients with bilateral tha or prior hip surgery have also been included. The study population had a mean age of 52.4 years for the less than 60 year group and 79.8 years for the older than 75 year group years; (less than 60 years- 71 males/older than 75 years- 59) (less than 60 years- 68 females/older than 75 years- 94). Follow-up was conducted at 3 months, 1 year, 3 year, 5 year, and 10 year with a mean length of follow-up of 4.5 years within the less than 60 year group and 4.6 years within the greater than 75 year group. It was reported that one patient, within the less than 60 years of age group, underwent a reoperation for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). A2: less than 60 years. D6a: implant date between jan 1, 2014 and dec 31, 2017. G2: report source austria. D10: item#: unknown sulox head, item#: unknown cementless titanium alloy fitmore curved short stem, item#: unknown titanium allofit press-fit cup with/without screws. Report source: literature: cementless short stem total hip arthroplasty in patients older than 75 years: is it feasible? M. Luger, · m. Holzbauer, m.c. Klotz, f. Fellner, t. Gotterbarm. Archives of orthopaedic and trauma surgery (2024). Pages 1-13. Https://doi.org/10.1007/s00402-024-05425-z. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information reported in the journal article, the reported event can be confirmed; however, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.